Event description:
It was reported that the holter monitor strips showed that the patient's heart rate was lower than the device lower rate of 60 beats per minute. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.